Event description:
It was reported that the stent moved on balloon. A 4.00 x 38mm synergy drug-eluting stent was selected for treatment. Upon opening, it was noted that the stent was mangled on the balloon. The procedure was completed with a different device. There were no patient complications reported.